Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the removal of the dental implant due to its lack of primary stability. Patient presented bone type iii and bone graft was executed. The implant was not replaced at the same surgical act.